Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address dislocation and acetabular loosening. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info: update rec'd 3/26/2013- ppd and medical records received. After review of the medical records the discharge note from the 7/5/2011 revision stated the left hip, the sticker sheet stated right hip. There was no revision note included. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation and acetabular loosening.